Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported problem was identified during the event history log review by the presence of system error 2042, 2445, and 2084. The homechoice device received a returned instrument testing evaluation, including electrical and functional testing. This evaluation included an internal/external visual inspection, which identified a worn compressor assembly. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. The cause of the reported problem was determined to be a worn compressor assembly. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.